Manufacturer narrative:
The insulin pump was received with constant error alarm problem isolated to the mother board. Unable to verify motor error alarm and constant error alarm. Unable to perform basic occlusion test, occlusion, prime test and excessive no delivery due to error alarm. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. The device was received with cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.